Event description:
Corrected/missed event description: information received by medtronic indicated that customer reported crack in the pump. Troubleshooting was performed. No harm requiring medical intervention was reported. The customer discontinued using the device and device was returned for analysis.

Manufacturer narrative:
Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Information has been corrected which was not completely correct in the initial report. The corrected information has been provided in section b5 with this report.

Event description:
Information received by medtronic indicated that insulin pump had pump error 37 and moisture contamination as confirmed in product analysis. Troubleshooting was not performed. No harm requiring medical intervention was reported. The insulin pump was returned for analysis.

Manufacturer narrative:
(B)(4). Select patient information cannot be provided due to regional privacy regulations. The insulin pump involved in this event is the ngp 640g insulin pump which is not marketed in the united states. However, the device is similar to the ngp insulin pump, which is marketed in the united states. Pump error 37 occurred during rewind. Unable to perform the displacement test, prime/seating test, basic occlusion test, force sensor test, and occlusion test. Pump failed rewind test due to pump error 37. Successfully downloaded history files and traces using thus. Pump error 37 was occurred during testing on 07-apr-2023 at 09:34:15.00 due to due to coasting timeout during rewind. Pump was cut open to perform visual inspection and found dried insulin in the motor slide and moisture damage on the pcba 1. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: battery tube threads - cracked, broken belt clip rails, cracked case - corner of belt clip rails, cracked keypad overlay, pillowing keypad overlay, scratched case. Cosmetic damage was confirmed at the battery compartment during analysis. Pump error 37 was confirmed during testing due to due to coasting timeout during rewind caused by dried insulin in the motor slide. Pump exposed to moisture confirmed on pcba 1. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.